Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, customer's blood glucose displayed "high" and was resolved with a manual insulin injection. Customer reverted to an alternate form of insulin therapy.